Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation. The evaluation of the photos showed a label that bd does not apply; therefore, this evidence could not be evaluated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for lot 5157918, for the indicated failure mode: incorrect/missing label information. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® lh pst¿ ii plus blood collection tubes, the manufacturing date is missing, and the import date seems to be incorrect for an unspecified number of shelf packs. No adverse impact was reported regarding the patient or user.